Event description:
It was reported the patient's external neurostimulator (ens) required two battery changes in the first seven days. On the eitgh day, the patient experienced continuous shocking. The (ens) was "disconnected." Patient outcome was not provided.

Manufacturer narrative:
(B)(4).